Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: not observed through visual inspection. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, wear abrasion and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "implant rupture" diagnosed via CT scan. Later healthcare professional reported "grade 3 capsular contracture" and implant migration. Later healthcare professional reported "hole, non specific". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Additional, changed, and/or corrected data: b.5., d.6b., h.6., h.11.

Event description:
Healthcare professional reported "implant rupture" diagnosed via CT scan. Later healthcare professional reported "grade 3 capsular contracture" and implant migration. Later healthcare professional reported "hole, non specific". This record is for the right side. The device was explanted.